Manufacturer narrative:
B3 - date of event was unknown, hence captured as first day of ICU aware month.no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there is inaccuracy in delivery and battery consumption. There was no reported patient involvement.